Event description:
Medtronic received information that four years, seven months post implant of this aortic bioprosthetic valve, this device was replaced valve-in-valve with a transcatheter valve due to aortic stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.